Manufacturer narrative:
ADDITIONAL SUSPECT MEDICAL DEVICE COMPONENTS INVOLVED IN THE EVENT: MODEL NUMBER/CATALOG NUMBER: RLV 0065. BATCH/LOT NUMBER: 38107766. MODEL/CATALOG DESCRIPTION: INTERCEPT ACCESS INSTRUMENTS 2 VB. UNIQUE IDENTIFIER (UDI) #: (B)(4).

Event description:
IT WAS REPORTED THAT THE PATIENT WAS SCHEDULED TO UNDERGO A BASIVERTEBRAL NERVE ABLATION PROCEDURE. THE PATIENT WAS PLACED UNDER GENERAL ANESTHESIA, AND THE VERTEBRAL BODY WAS SUCCESSFULLY ACCESSED. SHORTLY THEREAFTER, THE CERTIFIED REGISTERED NURSE ANESTHETIST DETERMINED THAT THE PROCEDURE SHOULD BE ABORTED DUE TO SEDATION RELATED COMPLICATIONS, SPECIFICALLY LOW OXYGEN LEVELS. ALL DEVICES USED DURING THE PROCEDURE WERE REMOVED AND DISCARDED. THE PATIENT IS EXPECTED TO MAKE A FULL RECOVERY.

Event description:
IT WAS REPORTED THAT THE PATIENT WAS SCHEDULED TO UNDERGO A BASIVERTEBRAL NERVE ABLATION PROCEDURE. THE PATIENT WAS PLACED UNDER GENERAL ANESTHESIA, AND THE VERTEBRAL BODY WAS SUCCESSFULLY ACCESSED. SHORTLY THEREAFTER, THE CERTIFIED REGISTERED NURSE ANESTHETIST DETERMINED THAT THE PROCEDURE SHOULD BE ABORTED DUE TO SEDATION RELATED COMPLICATIONS, SPECIFICALLY LOW OXYGEN LEVELS. ALL DEVICES USED DURING THE PROCEDURE WERE REMOVED AND DISCARDED. THE PATIENT IS EXPECTED TO MAKE A FULL RECOVERY. ADDITIONAL INFORMATION WAS RECEIVED STATING THAT THE DECISION TO ABORT THE SURGERY WAS NOT RELATED TO THE DEVICE OR PROCEDURE.

Manufacturer narrative:
ADDITIONAL SUSPECT MEDICAL DEVICE COMPONENTS INVOLVED IN THE EVENT: MODEL NUMBER/CATALOG NUMBER: RLV 0065. BATCH/LOT NUMBER: 38107766. MODEL/CATALOG DESCRIPTION: INTRACEPT ACCESS INSTRUMENTS 2 VB. UNIQUE IDENTIFIER (UDI) #: (B)(4).

Event description:
It was reported that the patient was scheduled to undergo a basivertebral nerve ablation procedure. The patient was placed under general anesthesia, and the vertebral body was successfully accessed. Shortly thereafter, the certified registered nurse anesthetist determined that the procedure should be aborted due to sedation related complications, specifically low oxygen levels. All devices used during the procedure were removed and discarded. The patient is expected to make a full recovery.Additional Information was received stating that the decision to abort the surgery was not related to the device or procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event:Model Number/Catalog Number: RLV 0065.Batch/Lot Number: 38107766.Model/Catalog Description: INTRACEPT ACCESS INSTRUMENTS 2 VB.Unique Identifier (UDI) #: (b)(4).Correction to the Follow-up 1 MDR in block H6.